Event description:
It was reported to covidien that the unit had a problem with the screen. During investigation it was found that the display of the unit had missing segments. There was no patient harm.

Manufacturer narrative:
The fault was isolated to the lcd display.